Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the b30 error could not be identified, nor could the phenomenon be confirmed/duplicated. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii xenon light source showed scope communication error code b30. The issue was observed during preparation for use for a therapeutic colonoscopy procedure. The patient¿s sedation was extended, and the procedure was completed with a similar device. Although the procedure was extended, there was no medical intervention required. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The evaluation was unable to identify the b30 error code reported. The evaluation observed however, that there was a bad scope socket, as the locking mechanism is not protecting the pins, and there was corrosion inside the scope socket tubing. It was also observed that the non-olympus lamp life meter is reading over 500+ hours, and a bulb change is recommended. This event is under investigation. A supplemental report will be submitted upon receiving additional information.